Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "varied injuries" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: varied injuries.

Event description:
Patient reported right side "recall and several symptoms." The device remains implanted.

Event description:
Patient reported right side "recall and several symptoms." Patient representative later reported "anxiety disorder (ICD f41) related to progressive physical and mental distress". Patient was prescribed "controlled medication" to treat "anxiety and constant distress". Patient representative also reported the following events, which are considered not device-related: "hair loss", "memory loss", "decreased concentration", "cognitive impairment", "tinnitus", "autoimmune/inflammatory syndrome induced by adjuvants (asia)", "diffuse body aches and headache", "chronic fatigue", and "recurrent muscle pain in the cervical region, upper trapezius, temporomandibular joints (tmj)". The device remains implanted.

Manufacturer narrative:
The events of "varied injuries" and "anxiety" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "recall and several symptoms"; "anxiety disorder (ICD f41) related to progressive physical and mental distress".